Manufacturer narrative:
(B)(4).

Event description:
They were having difficulty aspirating fluid through the cap (catheter access port). Additional information has been requested, a follow-up report will be sent if additional information becomes available.